Event description:
It was reported that during a device check, the right ventricular (rv) lead exhibited low impedance and unstable to high thresholds. A chest x-ray was performed and a lead failure was suspected, as well as, a loose connector pin indicating the lead tip had not reached the end of the cavity. During the implantable pulse generator (ipg) replacement procedure, when the device was explanted, a significant amount of blood was present in the lead connector area. Before loosening the set screw, the physician pulled the lead, but it did not come off. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited varying impedance.